Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had cracked case at the display window corners, reservoir tube window corners, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at1am with a low blood glucose level of 35 mg/dl. The customer stated that the cause of the low blood glucose was due to an over bolus. The customer did not mention any form of treatment for their blood glucose levels. The customer sent the product back for analysis

Manufacturer narrative:
The pump passed the delivery accuracy test.